Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they are seeing settings not available [59] cannot provide your desired intensity settings message when they try to increase their intensity settings. Patient stated they can decrease the intensity but could not increase. Patient confirmed the controller was working great, but "it" quit charging. Patient confirmed they are in MRI mode screen. Patient said "it" quit charging all of a sudden a couple weeks ago. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage on charging port nor battery and compartment pins. Agent had patient blow air inside the controller charging port. Patient confirmed green light on the ac power adapter and flashing green light on the controller. Patient unlocked the controller and saw settings not available, cannot provide your desired intensity settings. Patient initiated an ins charging session and patient confirmed control ler battery at 90% (charging) and ins at 100% with recharging excellent. Agent concluded that there's no issue with charging and that patient was confusing a charging issue due to settings not available displaying. Agent had the patient change groups but patient confirmed they only see group a. The patient was redirected to their healthcare provider to further address the issue regarding their therapy settings. Patient mentioned they had an appointment with healthcare provider on the 13th. When asked for the event date, patient stated a couple of weeks. Additional information from the patient indicated that the controller showed "charging" but it didn't. They stated that it could be turned down but not up. The patient noted that the manufacturing representative checked the device, and found 4 electrodes were not working. The patient mentioned that a lead replacement was needed to resolve the issue, but they opted to not have surgery due to being 80 years of age.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.